Manufacturer narrative:
The date of implant ((B)(6) 2019) represents the date the patient was placed on lvad support approximate age of device- 1 day. The device was returned for investigation. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the clinician experienced difficulty connecting the modular cable to the pump cable end. The modular cable would not fully connect and the yellow lines were still visible. A new cable was used and worked as expected. No other alarms, malfunctions, or events were noted.

Manufacturer narrative:
Investigation conclusion: the reported connection difficulty could not be reproduced and no device-related issues were found during the evaluation of the returned modular cable, lot number 6665238. The modular cable was returned in like-new condition. The outer jacket and bend reliefs showed no evidence of damage or discoloration. Examination of the modular cable inline connector and controller connector revealed no evidence of bends or other damage to the pins. The area around the pins did not show any evidence of fluid ingress. The inline connector o-ring was properly seated within its groove and showed no signs of damage. The modular cable was successfully connected to three test pump cables without difficulty and the locking nut was fully threaded to hide the yellow line each time. The modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed electrical testing without issue. The hm3 lvas IFU provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. This document states that the yellow line on the threaded portion of the inline connector should be fully covered to ensure a secure connection. Furthermore, this IFU warns that a complete back up system must be available on-site and in close proximity for use in an emergency during implant. No further information was provided. The manufacturer is closing the file on this event.